Event description:
It was reported that during system diagnostic testing of a vns pt's device, the physician received a communication fault message. Interrogation of the pt's vns device a few days later showed that the pt's settings were changed. The vns settings were reprogrammed to the desired settings.

Manufacturer narrative:
Analysis of programming history.